Event description:
Procedure type: sigmoidectomy. According to the reporter: during the procedure, there was a while foreign material that looked like a cap and was found in the cavity and was retrieved. The customer requests us to examine whether it is a part of trocar. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).